Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion is too slow, went up to 25 psi during the preventive maintenance testing. (Normal range: 13 psi ±6 psi occlusion trip pressure)' which was reproduced during evaluation. The cause was determined to be an out of specification downstream sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced too slow downstream occlusion and went up to 25 pounds per square inch (psi) (normal range: 13 psi ± 6 psi occlusion tip pressure). The event happened during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.